Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The physician decided to replace the ipg but the patient cannot be contacted to schedule to procedure. A revision will not be performed at this time.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.